Manufacturer narrative:
One device was returned for repair. Air in line was reported. There were no previous services reported. Log events was reviewed and there are no errors related to the complaint. Visual inspection found the downstream occlusion (dso) seal was damaged. This complaint was confirmed during functional testing. The air detector and dso seal were replaced. Device passed testing post repair.

Manufacturer narrative:
E1: phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Air in line was reported. There was unknown patient involvement.